Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. Customer stated that she had issues in july for high blood glucose causing her to change out her supplies more often and now she need reservoir replacement. Customer's blood glucose was 400-500 mg/dl. Customer declined to troubleshoot. Advised the customer will send reservoir replacement. No further information provided.